Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available. Associated medwatch: 1221934-2016-10455, 1221934-2016-10456, 1221934-2016-10457, 1221934-2016-10458.

Event description:
The sales rep reported that during an acl procedure three of the customer's rigidfix femoral 3.3mm st cross pins and two of the customer's rigidfix femoral st guide frames, when drilling the pins in the sleeve on the disposable kit the drill bit and the pins would cold weld together inside the guide frame making them unusable. The sales rep is unsure if the disposable kits or the guide frames are at fault for the issue that kept occurring. The sales rep reported that the surgeon created new bone holes each time with each device and completed the procedure with a four device by free handing the pins without a guide frame. The sales rep reported that there were no patient consequences but there was a 15 minute delay in the case. The sales rep could not provide lot numbers for the guide frames but stated that the devices are brand new and the manufacturer numbers on the guide frames do match. The sales rep stated that the patient was a (B)(6) female with average bone quality. The sales rep stated that the disposable kits were discarded and that the guide frames will be returning for evaluations.

Manufacturer narrative:
The complaint devices were received and evaluated. Visual observation revealed that there were minor scratches and nicks on the device. Additionally, there were striations in the grooves of the pin holes, confirming the complaint. It was noted that both face plates of the pin holes, had matching part numbers to the frame of the device, indicating that both parts are specifically calibrated to each other. A definitive root cause could not be determined with the information provided but it is possible that the metal plate of the guide was not tightened all the way or loosened during use. Furthermore, no lot number was supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available. Associated medwatch: 1221934-2016-10455, 1221934-2016-10456, 1221934-2016-10457, 1221934-2016-10458.